Event description:
The customer received a questionable high ise indirect gen.2 potassium result for one patient sample from the cobas 8000 cobas ise module. The initial result was 6.2 mmol/l and was reported outside of the laboratory. The result was questioned by the doctor and the sample was repeated with a result of 5.4 mmol/l. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided. The field service representative found the instrument was running within specification. He checked all alignments and flow path and successfully ran an ise check, calibration, qc, and precision testing. The investigation did not identify a product problem. The cause of the event could not be determined.